Event description:
The user received questionable ion selective electrode (ise) potassium results for five patient samples from the modular analytic core analyzer serial number (B)(4). Of the data provided, the results for three of the samples were discrepant. The issue was discovered when the ER alerted the laboratory of low sodium results. All results are in mmol/l. Patient sample 1 initial result was 4.1 and the repeat result was 4.6. Patient sample 2 initial result was 3.5 and the repeat result was 4.0. Patient sample 3 initial result was 3.9 and the repeat result was 4.4. The initial results were reported outside the laboratory and corrected reports were issued. No patients were adversely affected. Upon evaluation of the analyzer, the field service representative determined the ise diluent and standard volume were low. He replaced the ise diluent and standard bottles. To verify the analyzer operation, he ran calibration and quality control with result within range.

Manufacturer narrative:
(B)(4).